Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation and the product code and lot number was not provided. Therefore the investigation is based upon the user facility information and three recent product retentions. There were no visual anomalies noted during the visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. The production product code and lot number was not provided by the user facility which prevented a meaningful review of production and complaint records. Although the exact cause cannot be definitively determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
This report is being submitted in response to medwatch report no. Mw5057206 which was received from the FDA on november 9, 2015. The event description states the following: "patient had a temporary transvenous pacemaker inserted for bradycardia. It was removed without incident. A CT of the chest was conducted and the patient was found to have a piece of catheter in the right pulmonary artery from the main to the left about 4 inches in length. The catheter piece was removed and determined to be the sheath from the temporary pacer. "